Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a fracture at the fiber/cap fusion zone; the fiber proximal to fracture cannot rotate independently of metal cap; the glass cap exhibits mild devitrification at output window; the metal cap exhibits mild detritus adhesion; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during benign prostatic hyperplasia (bph) procedure, at approximately 25,000 joules and 5:14 minutes of use, the fiber stopped working; laser went into standby mode without any error message. The fiber was exchanged, and the while used the second fiber the laser periodically went into standby and ¿error message fiber overheating and switch to new fiber¿ was noted. The procedure was completed with the third fiber. No patient injury was reported.